Event description:
It was reported the patient had his spectra penile prosthesis device removed on a previous date at an unknown the hospital. The reason for the removal is unknown. The patient was then implanted with a new inflatable penile prosthesis on (B)(6) 2017. No patient complications were reported in relation to this event.